Event description:
Customer reported that the paramedics were called because he was in a vehicle accident due to low blood glucose and he was hospitalized. The blood glucose reading at the time of hospitalization was 40 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.